Manufacturer narrative:
Evaluation of the serial read out of the pump memory could not confirm the reported issue. No hardware or software errors as well as no unintended pump stop was saved at the event date. The pump worked according specification. The root cause could not be determined.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a serial readout and updated the system software. The pump was moved from the cardioplegia position and was reconfigured to the vent position. Full preventative maintenance and functional verification testing was completed without further issues and the unit was returned to service. The serial readout was sent to livanova (B)(4) for evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that an s5 double head pump stopped and displayed an alarm during priming. The whole s5 system was switched out for the case. There was no patient involvement.